Manufacturer narrative:
This report is submitted on april 12, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient underwent a revision surgery on (B)(6) 2023 in order to clean the infected area.